Event description:
After a power outage and an apparently successful system reboot, the table was angulated toward 90 degrees with a patient on it. While angulating, the table did not retract and instead collided with the ground. No injury was reported.

Manufacturer narrative:
The ge field engineer verified the problem, recalibrated the table angle limits and tested the system. The table is now working properly. Investigation regarding the root cause of this event is ongoing.